Event description:
Philips received a complaint by the customer on the v60 indicating that the display was a little dim. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the display was a little dim. The remote service engineer (rse) provided the customer with the part number of the replacement user interface (ui) assembly for repair. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 08aug2025, the biomedical engineer (bme) stated that the reported issue was confirmed and ultimately replaced the user interface (ui) assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.